Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of devices stopped running was confirmed. The likely cause of failure couldn't be determined. It was also noted that the drive dog and gear sun driver were corroded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) product analysis for motor(em800): evaluation could not duplicate the customer allegation of abnormal speed. It was also noted that the front bearing was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ongoing operation the device stopped running when touch bones. There was a patient impact. Additional information received stating that during the operation, the drill bit damaged the patient's meninges, causing bleeding. However, the doctors took timely remedial measures and managed to stop the bleeding successfully.